Event description:
It was reported by the patient that their implantable cardioverter defibrillator (ICD) is "playing music". Patient stated it lasts about 10 seconds, started monday and they heard it again today. Follow-up with the patient's physician yielded no additional information. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.